Event description:
It was reported that a bd pyxis medstation es system displayed an unexpected database error message when trying to launch application. No patients have been affected but the failure mode has been identified of having the potential of causing an adverse event. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
The following fields have been updated with additional/corrected information: a1, b5, d1, d4, e2, d5 h6, h10, h11. A review of the complaint history for sn 16449402 was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn 16449402 was performed from 24-apr-2022 to 23-apr-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that the station's database in recovery pending due to an unapproved knowledge base was installed on the station. Uninstalled the knowledge base and rebooted the station to resolve the issue. The system functioned as intended after being assessed by the technical support specialist.

Event description:
It was reported by the customer that a pyxis medstation es system displayed an unexpected database error message when trying to launch application. No patients have been affected but the failure mode has been identified of having the potential of causing an adverse event. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that station's database in recovery pending due to an unapproved knowledge base was installed on the station. Uninstalled the knowledge base and reimaged the station to resolve. The system functioned as intended.